Event description:
The event is reported as: complaint alleges - balloon was stuck. Allegedly defect was found before use on a pt. No pt injury reported. Add'l info has been requested.

Manufacturer narrative:
Sample not received by MFR in time for this report. Investigation incomplete.